Manufacturer narrative:
One evftcl flotrac cable was returned for product evaluation. The cirris cable test was performed three times, with the cable repositioned between each test, and the cable passed the test. A flotrac sensor was connected to a known good working ev1000 system with the suspect cable, and the sensor was recognized and performed as intended without any error messages noted. The sensor performed zeroing successfully. There were arterial and central venous waveforms that displayed appropriately. There was no defect found with the suspect evftcl cable. The device service history record review was completed and all manufacturing inspections passed with no non-conformances. The reported issue was not confirmed. There is no evidence or indication that a manufacturing defect is responsible for the reported issue. No further actions will be taken at this time. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make treatment decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. In this case it is unknown if user or procedural factors played a part in this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The device has been returned; however, the evaluation has not been completed. Once the results are available a supplemental report will be submitted with the findings. The device service history record review has not been completed. Once the results are available a supplemental report will be submitted with the findings.

Event description:
It was reported that the evftcl flotrac cable displayed incorrect cvp values. This was during patient monitoring. The cvp value on the edwards monitor was 118 mmhg and the cvp value on the patient monitor was 11 mmhg. They performed troubleshooting by unplugging the suspect evftcl cable and then re-plugging it back in, but that was unsuccessful. They exchanged the suspect evftcl cable for another evftcl cable and then the cvp values correlated with the edwards monitor and the patient monitor. They were able to proceed without any further issues. There was no inappropriate patient treatment administered. There was no harm or injury to the patient. The patient demographic information is unknown.